Event description:
It was reported that the angio-seal was selected for use in the right femoral artery. During pull back, the physician cut the suture. Hemostasis was not achieved. An ultrasound was used to diagnose the bleeding. Surgery was performed to remove the angio-seal anchor, collagen and suture. The pt was hospitalized for four days. The pt has recovered.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.